Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl, clonidine, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump was flipped; they were unable to find the patient¿s pump with the ptm (personal therapy manager); and they had tried everything. It was confirmed during the call that the pump could be moved. During the call, they were able to move the pump and give the patient a bolus. Per the reporter, the patient had revisions of the pump previously. The new issue of the ptm not finding the pump had started a few days ago. The ptm issue was noted to be resolved, but the reporter was planning to let the managing physician know about the pump. Per the reporter, the patient had a medical condition where it was hard to secure the pump to the fascia.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had a catheter revision on (B)(6) 2021 and explant of the pump and catheter on (B)(6) 2021. It was noted the issue included the pump flipped and catheter tangled due to rare autoimmune disease. The patient did not have any symptoms associated with these events. Actions/interventions included system explant on (B)(6) 2021 and pump and catheter sent to pathology per hospital policy and would be returned to the rep. The patient¿s weight was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2023-06-30, UDI#: (B)(4), product ID: 8780, serial/lot #: (B)(6), ubd: 2023-06-08, UDI#: (B)(4), product ID: 8780, serial/lot #: (B)(6), ubd: 2023-03-16, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.